Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported that when the normal saline line was clamped there was a leak in the blood tubing where the tubing connects with the drip chamber. Although requested no further details was received.

Manufacturer narrative:
The customer¿s report of a leak where the tubing connects with the drip chamber was confirmed. Visual inspection of the set showed no damage or any anomalies. Closer inspection of the tubing under magnification showed insufficient solvent at the engagement where the tubing and drip chamber connect. Functional testing confirmed leaking at the engagement. Dimensional analysis was performed and the pvc tubing measured within specification. The root cause of the leak is insufficient solvent having been applied at the engagement of the tubing to the top of the drip chamber.

Event description:
The customer reported that during an infusion of prbcs on a pump, when the normal saline line was clamped, there was a leak in the blood tubing where the tubing connects with the drip chamber. Although requested no further details was received.